Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation noted 30 unopened magic3 go's in original box packaging were received. No damage was noted on the exterior of the packaging. No obvious defects were noted. Samples were tested, coefficient of friction was performed. Each sample was cut in half in order to test as a pair. Kinetic cof was found to be within specification ( <0.400) for all catheters tested. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿inspect the catheter before use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the magic 3 catheter had a lack of lubricity. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the magic 3 catheter had a lack of lubricity. No patient injury reported.